Manufacturer narrative:
Follow-up # 1 ¿ (05/14/2014).the patient¿s test strips (B)(4) have been returned on 9/11/2013 and evaluated by lifescan product analysis on 5/1/2014 and 10/31/2013, respectively, with the following findings:the test strips (B)(4) involved with this complaint failed testing. The test strips (B)(4) were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results above range when tested with control solution. The test strips #(B)(4) were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing for the error message. The reported issue could not be reproduced. Unrelated to the reported issue, the control solution results are above the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.